Event description:
Customer reported that his blood glucose levels fell into the "20's" and his fs navigator's projected and threshold alarms did not work and did not warn him. He reportedly lost consciousness and experienced seizure activity. Customer also stated he sustained a black eye and scratches from falling when he passed out. Customer stated he was found lying on the floor by his friend, he does not recall the medical event or any symptoms, only what his friend observed. Paramedics were called and upon arrival, treated customer with an IV (solution unk) and glucose tablets. Customer was diagnosed with hypoglycemia and admitted for observation. In addition, a CT scan was performed to rule out head trauma from the fall. No further info was provided. There was no report of death or permanent impairment associated with the case.

Manufacturer narrative:
The product has been returned, investigated, and the complaint was not confirmed. Performed visual inspection on returned receiver. Quality issue was not observed. Did not observe any failed test(s) results for the returned receiver. Did not observer audio issue(s).